Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator and workstation boards were evaluated and reseated. The system was tested and found to be working as intended and put back into service.